Event description:
It was reported that the patient with this implantable cardiac defibrillator(ICD) received electric shocks every several days. There were no events observed in the device logbook. The patient appeared to be jumping and jerking on home monitor, as if a shock was received. Subsequently, the ICD was explanted after eleven years, and a new device of a different model was successfully implanted. No additional adverse patient effects were reported. The device was returned and analysis is pending. This report will be updated with pertinent information, upon completion of product analysis.

Event description:
It was reported that the patient with this implantable cardiac defibrillator(ICD) received electric shocks every several days. There were no events observed in the device logbook. The patient appeared to be jumping and jerking on home monitor, as if a shock was received. Subsequently, the ICD was explanted after eleven years, and a new device of a different model was successfully implanted. No additional adverse patient effects were reported. The device was returned and analysis is pending. This report will be updated with pertinent information, upon completion of product analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.